Manufacturer narrative:
The device ID for the d-4, "other #" field is 1-endrf. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) canada on june 12, 2006 alleging low readings on his induo meter. A medical affairs specialist (mas) sent follow up questions and the rep sent a letter to the pt since their user could not be reached for further clinical info. On the morning of june 7th around 10:30 am, the pt was experiencing symptoms of hypoglycemia (felt hot) and tested his blood glucose and received an 8.4 mmol/l (151 mg/dl) and 7.9 mmol/l (142 mg/dl). He waited 20 mins and retested and received a 1.4 mmol/l and 2.1 mmol/l (37 mg/dl). He still had symptoms of hypoglycemia; therefore, he ate a snack. He tested later on his meter and his blood glucose readings were elevating and he felt better. He did not seek any med attention or contact his physician for advice. He did not have his meter with him to troubleshooting with the customer care advocate (cca). The technique of applying blood on the test strip was correct and the pt had been cleaning the puncture area properly. Cca sent the pt a replacement meter. The complaint is being reported since the pt experienced symptoms of what he claims is hypoglycemia (feeling hot) and obtained an elevated reading. The pt later treated himself based on the meter readings which were lower.